Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent osteosynthesis for trochanteric fracture. To adopt to center position, a surgeon attempted to insert a guidewire into the aimed position of bonehead, he also attempted to insert a blade as well. Image intensifier discovered that the guide wire as well as the blade were located at front position and they were misaligned from more than 1cm forward, instead of staying center location where was the targeted position. Even though the surgeon repeatedly checked condition to make sure the inserted guidewire was on center position of bonehead before he inserted the blade, for some reason the blade was positioned at nonintentional place. Since the situation was not allowed, the blade was detached once, and it was reinserted. As for the second try, the surgeon inserted slowly carefully while he was constantly viewing true-lateral side. The surgery was completed successfully with more than extra 30 minutes. The reason why extra surgical time occurred was to ramp up fixation capacity for reinsertion, an unexpected volume of cement was needed and it was added. The patient was reported as stable. This report involves an unknown guide/compression/k-wires. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1, d2, d3, d4, g4-510k: this report is for an unknown guide/compression/k-wires/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. D10 therapy date: (B)(6) 2024 . E1 initial reporter facility name: (B)(6). E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.